Manufacturer narrative:
Block d6b: shortly after implant.

Event description:
It was reported that the patient developed staphylococcal infection shortly after implant. The patient underwent an explant procedure. No further information could be obtained.